Event description:
A surgeon reported that following insertion, a split on the edge of the optic was observed at the gusset area. The incision was enlarged to accommodate removal and replacement of the intraocular lens (iol). Additional information has been requested.